Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: UDI - correction. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction. H6: type of investigation - correction. H6: investigation conclusion - correction - remove code 24 from initial MDR submission due to incorrect entry.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a damaged needle occurred. The sensor was inserted into the arm on 01-15-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a damaged needle occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).